Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device underwent flow rate testing and was found to infuse within specifications. No failure was detected. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump 'infused too quickly' during therapy (medication, dose, rate and volume unknown) in the outpatient department. There was no patient injury or medical intervention associated with this event. No additional information is available.